Event description:
It was reported that during a low anterior resection, the device was used for a double stapling technique. Two hours after the procedure, a leak was found. A reoperation was performed.